Event description:
It was reported that the images of the rigid video scope became blurred and indistinct occasionally during a laparoscopic surgery. The therapeutic surgery was successfully completed. There were no reports of patient harm, injury, or death.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and correction. Updated fields: d4, d8, h2, h3, h4, h6, h10, h11. Corrected fields: g4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to the regional service center for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: failure of the light guide bundle in the universal cord sheath. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: for the costumers malfunction the most probable cause was failure of the light guide bundle, but the cause of this failure could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the images of the rigid video scope became blurred and indistinct occasionally during a laparoscopic surgery. The therapeutic surgery was successfully completed. There was no reports of patient harm, injury, or death.